Event description:
The biomedical engineer (bme) reported that the hospital had a power failure and upon boot up the central nurse's station (cns) stayed on the splash screen and the message displayed was "operating system setup please wait." Nihon kohden technical support did troubleshooting but it appears both the hds failed. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, customer at (B)(6) center reported the facility experienced a power failure and the cns (pu-621ra sn: (B)(6) was unable to boot past the splash screen. Investigation conclusion: the root cause is determined to be failure of the cns hard drives due to power failure at the facility. The unit has no pattern of hard drive failure. The overall risk, as determined from the product of probability (rare) and severity (major), is determined to be medium. The following fields are not applicable (na) to the MDR report: d4: lot# & expiration date. Additional device information: d11 & c2: concomitant medical device information: the customer stated that the bedside monitors and the telemetry transmitters were being used in conjunction with the cns. However, the model and serial numbers of those devices were not provided. Correction: in the initial report h3 device evaluated by manufacturer was incorrectly mark yes. It should not have been marked yes until this supplement 001 when the evaluation was complete. Additional information: b4: date of this report. F6: date user facility/ importer became aware of the event. F7: type of report. F11: date report sent to FDA. F13: date report sent to manufacturer. G4: date received by manufacturer. G7: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the hospital had a power failure and upon boot up the central nurse's station (cns) stayed on the splash screen and the message displayed was "operating system setup please wait." Nihon kohden technical support did troubleshooting but it appears both the hard drives failed. Both hard drives replaced and issues resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device information: the customer stated that the bedside monitors and the telemetry transmitters were being used in conjunction with the cns. However, the model and serial numbers of those devices were not provided.

Event description:
The biomedical engineer (bme) reported that the hospital had a power failure and upon boot up the central nurse's station (cns) stayed on the splash screen and the message displayed was "operating system setup please wait." Nihon kohden technical support did troubleshooting but it appears both the hds failed. No patient harm reported.